Event description:
The pt reportedly experienced intermittency followed by loss of lock. External equipment was exchanged and programming adjustments were made. However, this did not resolve the issue. The pt's device was explanted. The pt was re-implanted with another advanced bionics cochlear implant.